Event description:
Several years ago, it was recommended by my dentist that I wear a splint on my lower two front teeth at night, to reduce the amount of wear on my back teeth that was being caused by night clenching and grinding. It was made by completing a custom mold of my teeth. I started wearing it consistently approximately one year ago, and since then, my bite has noticeably shifted, to the point where I can no longer bite thin items with my 10 front teeth. I did bring this information back to the provider, who stated that it was "farfetched" that the splint could cause this problem. He did, however, confirm the issue with my bite and let me know that (B)(6) in orthodontics was my only option to fix it. He did not offer another option for protection of my teeth at night, but I am now scared to use the splint for fear of further shifting of my teeth as it has already caused permanent damage that can only be fixed by expensive orthodontics. I would like to report this product so that the same thing may be prevented in other patients.